Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous atrioventricular branch. A 2.25 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered and the device failed to cross the lesion. The device was removed from the patient and it was noted that the distal portion of the stent was flared and damaged. The procedure was completed with a 2.25 x 32 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.